Event description:
It was further reported that 1.5 years later the patient presented to the emergency department (ed) for shortness of breath. The remote transmission showed a continuation of ra lead undersensing during atrial tachycardia/atrial fibrillation (at/af) stored episodes resulting in termination of at/af detected events in progress and unnecessary pacing at times. The ra lead had variability in impedance and p-wave amplitude.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtma1q1 crt-d implanted: (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedances, and oversensing and undersensing on some episodes. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of the threshold value for an observation related to the device feature that automatically monitors pacing thresholds. The ra lead and the crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedances, and oversensing and undersensing on some episodes. It was also noted that the patient experienced bradycardia. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of the threshold value for an observation related to the device feature that automatically monitors pacing thresholds. The ra lead and the crt-d remain in use. No further patient complications have been reported as a result of this event.